Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed episodes of t-wave oversensing (twos) and measured small r-waves, the lead remains in use. No patient complications have been reported as a result of this event.